Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files was indicative of a transient pump reset; however, a specific cause for this event could not be conclusively determined through this evaluation. The controller periodic log file contained data spanning from (B)(6) 2000 to (B)(6) 2000, recorded in one-hour intervals. The lvad periodic log file contained data spanning from (B)(6) 2010 to (B)(6) 2010, recorded in one-hour intervals. Specific dates/times for these events could not be conclusively determined as the controller and lvad clocks had been reset to the default manufacturing time stamps of 01jan2000 at 00:00:00 and 2010-00-00 at 00:00:00, respectively. The approximately two-month time stamp difference between the controller log files and lvad log files is indicative of a transient pump reset event. A specific cause for the pump reset could not be determined as there is no log file data available from the onset of the event. Throughout the log files, the pump appeared to have been operating as intended. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. These documents outline system controller alarms, as well as the appropriate actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for review. It was found through product investigation that the system controller and lvad clock were set to the default time stamp indicating a loss of power event to the controller/pump.